Event description:
A customer's mother reported that "overnight the cannula had become kinked on the pt and her blood sugars ran up into the 300's." No blood glucose or insulin history leading up to this event was reported. When the mother looked in the window she saw "the cannula was practically bent at a 90 degree angle." The product will not be returned for eval.

Manufacturer narrative:
No product was returned for eval - we are unable to determine any malfunction that would have caused or contributed to the customer's high blood glucose levels. The customer's mother noticed the cannula was "practically bent at a 90 degree angle" and stated that the cannula "had become kinked." A bend or kink in the cannula would result in restricted insulin delivery and may lead to increased blood glucose levels which would indicate that the device did not perform as intended. Unfortunately, the product was not returned for eval, and we cannot confirm that a bend of kink occurred. Typically, when this happens an occlusion is created which results in an occlusion alarm and instructs the user to change the pod. No occlusion alarm was reported in this instance. No conclusion can be drawn as to whether a bend/kink in the cannula occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The lot was reviewed and determined to have met all acceptance criteria.